Manufacturer narrative:
Investigation summary: involved file (ptg f2 25mm) that broke during use was not returned and cannot be analyzed (the returned protaper gold assortments sx/f3 25mm contain no ptg f2 25mm file). Moreover, no unused ptg f2 25mm file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1746971). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper gold assort sx/f3 25mm ster file broke during use. The broken part was not retrieved and was incorporated into the filling. No injury occurred.